Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and all of a sudden she started having "tons of leakage." This started in the past couple of weeks prior to (B)(6) 2016. It was determined that her implantable neurostimulator (ins) was off. She turned it back on, increased to 6.0 volts, and did not feel stimulation. The patient used to feel stimulation.

Event description:
Additional information received from the patient reported that they went to see a nurse practitioner to resolve the lack of stimulation sensation. It was stated that the issue was resolved after they saw the healthcare provider (hcp) and were adjusted again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.